Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called to report a no delivery alarm during a bolus. The customer's blood glucose reading was 245 mg/dl. The customer performed troubleshooting and verified that insulin exited the tubing after disconnecting and reconnecting the infusion set and reservoir. The customer was advised that the alarm was caused by a set or reservoir occlusion. The customer was advised that the insulin pump was working as designed. Nothing was replace or returned for failure analysis.